Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Event description:
The device has been explanted. Treatment: device removal, capsulectomy.

Manufacturer narrative:
Cont e1 phone number - (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, ¿thin peri-implant liquid sheet not characterizing collection¿.

Event description:
Healthcare professional reporting rotation of the breast implant to the left. MRI report provided shows "thin peri-implant liquid sheet", ¿cysts smaller than 0.5 cm¿ and "left implant rotation signal, with seal facing lateral quadrants". Healthcare professional has further reported "pain in the left breast, asymmetry, left breast higher and cause: capsular contracture baker grade iii". Device remains implanted.